Manufacturer narrative:
Batch review performed on 05 june 2026 stem: amistem c 01.18.103 amistem-c lat. Size 3 (k103189) lot. 2104302: (B)(4) items manufactured and released on 29 july 2021. Expiration date: 14 july 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Ball heads: cocr 01.25.124 cocr ball head 12/14 d 22.2 mm size s (k080885) lot. 2302187: (B)(4) items manufactured and released on 12 april 2023. Expiration date: 25 march 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Ball heads: bipolar head 25060.2243 316lvm bipolar head d 22.2 x 43 (k091967) lot. 2319184: (B)(4) items manufactured and released on 05 february 2024. Expiration date: 13 january 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout, and revised all component successfully.